Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned on, the patient was experiencing a loss of therapeutic effect. Night only. Loss of bladder control. The patient was experiencing a shocking or jolting sensation. The stimulation was turned down, but the patient didn't want to turn it down too far. The symptoms occurred following a CT scan, bone scan, following a fall. The patient fell two weeks prior. The patient was at home at the time of the report. Additional information was requested.